Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced prolonged hyperglycemia after making multiple meal announcements, including seven breakfast announcements in a short period, and was advised that repeated announcements could prompt maladaptive insulin dosing; the highest recorded glucose was 364 mg/dl with persistent levels above 180 mg/dl for approximately four hours, and system alerts for glucose above 300 mg/dl for over 90 minutes were received. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of device data logs with user education on correct meal announcement practices and verification that the infusion set and supplies appeared normal after a recent set change. Investigation of this case revealed user operation issues related to meal announcement behavior that could lead to inappropriate insulin delivery adaptation; the infusion set type was contact detach 6 mm, 23 in, and no device alerts indicated hardware malfunction. It was concluded, based on previously established findings for similar reports, that user technique and behavioral factors were the most probable cause, with the device learning algorithm functioning as designed when meal announcements are used correctly.